Event description:
The user's hearing performance with the device is affected. The hearing performance is described as intermittent, depending on the manipulation (pressure applied) of the implant area. The intermittency started around (B)(6) 2021. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Manufacturer narrative:
Additional information: currently available information is indicative for a device failure. However, to determine an exact root cause of the failure, a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The hearing performance is described as intermittent, depending on the manipulation (pressure applied) of the implant area. The intermittency started around (B)(6) 2021.

Manufacturer narrative:
Additional information: currently available information is indicative for a device failure. However, to determine an exact root cause of the failure, a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance with the device is affected. The hearing performance is described as intermittent, depending on the manipulation (pressure applied) of the implant area. The intermittency started around (B)(6) 2021. The user has been re-implanted. The explant has not been received as of (B)(6) 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The hearing performance is described as intermittent, depending on the manipulation (pressure applied) of the implant area. The intermittency started around (B)(6) 2021.